Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by a patient family member that when the implantable pulse generator (ipg) was implanted in the patient, the patient was told it would last about 8 years, however during a clinic visit, the patient was told it may only last 3.5 years. The patient family member questioned the short longevity. The device remains in use. No patient complications have been reported as a result of this event.